Event description:
It was reported that an incident occurred with a flexible cryoprobe. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: information not provided) and an ion robotic bronchoscope. The unit's settings were effect 1 for 5 seconds. The pressure was at 56 bar. Specifically, the cryoprobe ruptured after a few activations. The rupture produced a very loud noise. No kinks were observed in the cryoprobe. No injuries were reported.

Manufacturer narrative:
The cryoprobe was returned to erbe USA and inspected on 04/28/26. The visual examination revealed a slit or cut in the white tubing approximately 23mm long and located 260mm from the distal end of the white tubing. Per instructions by our manufacturer, erbe elektromedizin gmbh, the cryoprobe's connector section was disassembled. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was present. The high-pressure tubing was also pushed out of the connector, and the blue o-ring was still a part of the device. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. The inspection results and photographic imagery were provided to the manufacturer, erbe elektromedizin gmbh, for their review. It appears that despite the high-pressure tubing being glued in the connector, it encountered a pull force that caused it to become dislodged. No conclusive determination could be made as to when the tubing became dislodged. The cryoprobe lot is a part of an expanded recall. Current cryoprobes now include a component that mitigates the possibility of rupture. The customer is being made aware of the findings. Erbe is now closing the file on this event.